Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses and frequencies and route of administration was not reported) for peritonitis. Nineteen days after the onset, the patient recovered from peritonitis and treatment with antibiotics was discontinued. No additional information is available.